Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's inlet proximal filter on the fi02 return side was contaminated. The inlet line proximal filter was replaced. Final testing, battery check, valve check, and run in tests were performed and unit operated properly.